Manufacturer narrative:
The units were returned in the white chipboard rpc box with the labeling of the returned reperfusion catheter. Inside the box, the catheter, separator and rhv were assembled together inside a biohazard labeled specimen bag. Blood and serum were visible inside the bag as was the separated catheter tip noted in the incident report. The units were decontaminated in 1:10 dilution of household bleach. The catheter is in 2 pieces. The distal piece is 15.5 cm in length and shows a severe pinch (kink) and stretching just before the separation point. The separator teardrop structure is jammed against the pinch and will not pass this point. The proximal portion of the catheter shows similar stretching and coil unwinding at the break point. The coil wire is unbroken. There is a sharp (>60 degrees) permanent bend in the shaft approx. 30 cm from the break point. The separator tip is bent in a partial question mark. It is unclear if this is the result of tip pre-shaping or use in the pt. There is no other apparent damage to the separator. The device DHR has been reviewed and is attached. A review of the device history record (DHR) was completed on part # 0829 (lot# l15272). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.

Event description:
The doctor was treating an occlusion in the carotid t using the penumbra stroke system equipped with a psc041 and a pss041. During withdrawal of the system from the pt, the catheter (psc041) stretched and separated inside the pt. All pieces of the catheter were successfully removed from the pt and the case was completed using another ps041 catheter. The pt is reported as doing well.